Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was likely associated with degradation-related issues, with the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the videoscope to the service center for evaluation related to a leak issue. During the evaluation, a reportable malfunction was identified: chip at the biopsy channel. As a result, the affected component required replacement. There was no patient involvement associated with this event.